Event description:
A pt underwent surgery for hardware implantation approx 3 weeks ago. A f/u x-ray taken on an unk date showed a cap had disengaged from a screw. During the removal procedure, it was noted that the locking caps had disengaged from both the right and left l4 screws and were floating in the pt's body. The l5 locking caps and screws remained intact. Pt was revised on (B)(6) 2012 with 2 new rods, 2 new screws at l4 and 4 new locking caps. This report is #6 of 6 for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.